Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 43.5-43.7cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 6.9-8.8cm and 32.5-32.9cm from the distal tip. The etfe coating was intact at these locations.